Manufacturer narrative:
The target lesion for the elective index procedure was the left main trunk(lmt)/mid left anterior descending (lad) coronary artery. The lesion was reported to be: an in stent restenotic (isr) lesion, diffusely diseased, and a 90% stenosis. The pt had a cypher 3.0 x 23 mm stent (stent #1) implanted in the mid lad. Approximately six (6) months later, an additional cypher 3.5 x 23mm stent (stent #2) was implanted proximal to the 1st cypher stent in overlapping fashion due to restenosis. Approximately six (6) weeks later, follow-up coronary angiography was done and revealed progression of the disease from the mid lad to the lmt. Diffuse stenosis was observed at the mid lad/lmt and proximal restenosis of the 2nd cypher stent. The pt was asymptomatic. Approximately two (2) weeks later, a percutaneous coronary intervention (pci) was done to treat the restenosis. The lesion was pre-dilated with a 3.0x 10 mm balloon at 14 atm for 12 sec. A 3rd cypher 3.5 x 18 mm stent (complaint product ) was implanted proximal to the 2nd cypher stent at 20 atm for 12 sec in overlapping fashion. The stent was post-dilated with the stent delivery system (sds) balloon at 20 atm for 20 sec. Another 4.0 x 10 balloon was then used to post-dilate at 16 atm for 30 sec residual stenosis at the lmt was reduced from 90% to 0%. The residual stenosis inside the cypher stent was reduced from 90% to 25%. The pt was discharged from the hosp four (4) days after the intervention. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Addition info will be submitted within 30 days upon receipt. Please note that two of the products implanted in this pt were reported previously under complaint #164800 (MFR. #9616099-2005-01220) and #164800-1 (MFR. #9616099-2005-01657). This is one of three products use for the same pt. Please reference MFR report #9616099-2005-01220 and #9616099-2007-01657, and #9616099-2007-01149.

Event description:
The report rec'd from the affiliate indicated that the pt was included in a clinical study, the report indicated that approximately eight months after implantation, the previously implanted cypher 3.5 x 18 mm stent was noted to be fractured by coronary angiography during the follow-up period. The report stated that due to the stent fracture, the proximal end of the stent was prominent to the aorta and moved. Four months after this finding a CT scan was done. Due to the pt being asymptomatic, no intervention/treatment was conducted.